Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer declined to share their back up insulin therapy method. There was no reported adverse impact to the customer¿s blood glucose level.